Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc. (B)(4).

Event description:
It was reported that the patient's pump went dry in (B)(6) and the alarm has been going off since that time. The patient had since experienced pain. She had gone to the emergency room in (B)(6). The patient's last refill was last year some time and that her refills last for a year as her physician had her on a low dose. The patient had moved from (B)(6) and was looking for a physician to manage her pump as reportedly no other physician would take her. She was unable to get any oral medications for any pain physicians because she had a pump. Reportedly, she wanted the pump removed as she could not find a health care provider to fill the pump. This device system delivered morphine 10 mg/ml at 1.1 to 2 mg/day). Additional information was requested to clarify event details, resolution and current patient status. If additional information is received, the event will be updated. Additional information was received from the patient on (B)(6) 2015 and it was reported that the pump was still alarming. Per the patient, it had been alarming since (B)(6). The patient had been unsuccessful in finding a physician and wanted to find a physician to manage/refill the pump or remove it. The patient was very upset.